Event description:
The advocate stated her son ran blood glucose tests on 2 contour next link meters and received readings of 26 and 110mg/dl. On a separate occasion blood tests were run again on the two meters. The readings were 273 and 130mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. Replacement test strips and a new meter were sent to the customer